Event description:
This is report #1 of 3. Three centrimag motors were received by the manufacturer. No patient identification was provided, however, it was reported that the events involved two separate patients and three motors. One patient was reported to be on bi-ventricular circulatory support, one patient was on single (unspecified) ventricular circulatory support and one of the patients was additionally supported by extracorporeal membrane oxygenation, however it could not be confirmed which patient. One event occurred while the patient was in the operating room undergoing a mitral valve repair. It was reported that the primary consoles began to alarm with "motor overheat" and "unable to maintain set rpm''s" and the pump motors subsequently shut down. The patients were reportedly asymptomatic. The pump motors and primary consoles were exchanged for the back-up devices and the patients continued on support. Attempts were made to obtain further information but to date, no further information was provided.

Manufacturer narrative:
The reported event could not be confirmed based on the evaluation of the returned centrimag motor, serial number (B)(4), and a root cause could not be determined. Upon return, the motor was powered along with its associated complaint primary console, serial number (B)(4), for a week. The motor functioned as intended without any alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4): the motor is not a single use device.the device was returned for analysis. Evaluation is not complete.the other motors referenced were reported under MFR report #2916596-2015-00387 and #2916596-2015-00388.no further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.